Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2010, the patient presented with anterior chest pain radiating to the left arm associated with shortness of breath and diaphoresis. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. The de novo target lesion was located in the mid right coronary artery (mid rca) with 90% stenosis and was 34mm long with a reference vessel diameter of 3.25mm. The target lesion was treated with pre-dilation and placement of a 3.00x38mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted from an outside facility in an intubated state. The patient was diagnosed with acute hypoxic respiratory failure. The patient had been hospitalized twice in the past six weeks prior to this admission for (B)(6) folliculitis in (B)(6) 2011 and then subsequently with congestive heart failure exacerbation and chronic obstructive pulmonary disease (copd) exacerbation in (B)(6) 2011. The patient was discharged home and eventually decompensated and was readmitted. The patient was supported with mechanical ventilation and was medically treated. The patient continued to be hypoxic and hypercapneic. The patient underwent tracheostomy and continued to receive ventilator support throughout the course of the hospitalization. Three weeks later, the patient experienced a pulseless electrical activity (pea) arrest and was subsequently treated with vasopressors. The patient also experienced a bradycardic asystole arrest. The patient was resuscitated and subsequently, the patient¿s family decided that there would be no further resuscitation attempts. The patient was made a ¿do not resuscitate (dnr)¿ and eventually expired. Autopsy was not requested by the patient¿s family. At the time of the event, the patient was on aspirin and clopidogrel. The study drug per protocol was last taken in (B)(6) 2010.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).